Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p oversensing due to a loose connection on header port due to a set screw failure pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿loose or intermittent connection¿ and ¿failure to capture¿ could not be confirmed could not be confirmed. Visual examination showed no anomaly in septum and setscrew inset walls or channel block. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: should have coded for loss of capture not far p oversensing b5, and h6.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture due to a loose connection on header port due to a set screw failure pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.